Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 538 mg/dl. The cause of elevated bg was unknown. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.